Event description:
Same patient as MFR #'s: 2134265-2010-00084/85. (B)(4). It was reported that post a drug-eluting stenting treatment procedure, the patient developed coronary restenosis requiring revascularization. A 2.50x16mm taxus express2 stent was placed during the index procedure in the proximal left circumflex (lcx). At 1032 days following the index procedure, the patient presented with 90% stenosis in the target vessel. The target lumen diameter was 2.20mm with a lesion length of 14.0mm. Revascularization was performed eleven days later with another manufacturers' stent placed resulting in 0% residual stenosis. The patient was discharged two days later. No further patient complications were reported and the patient's condition is improved.

Event description:
It was further reported that the coronary restenosis developed in (B)(6) 2011. Revascularization was performed four days after hospitalization and considered resolved the same day. The patient was discharged four days later.

Event description:
It was further reported that the coronary restenosis developed in (B)(6) 2011. Revascularization was performed in (B)(6) 2011 and considered resolved the same day.

Manufacturer narrative:
Event date: it was originally reported as (B)(6) 2011, then corrected to (B)(6) 2011; however the correct event date is (B)(6) 2011. (B)(4).

Manufacturer narrative:
Correction: event date: it was originally reported as (B)(6) 2011; however, the correct date is (B)(6) 2011 (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).